Manufacturer narrative:
(B)(6).

Event description:
It was reported that patient incurred a massive burn (2nd to 3rd degree) beneath the knee. The patient was a day hospital patient, which means she left the hospital after the operation without problems, the following days occurred a burn. During the operation, there were no problems, the suction was connected. The staff didn´t pick up the tristar, because of no problems during the operation.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are several factors that could contribute to the reported event.